Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, the device was unable to fire - the pusher would not advance. The surgeon used a suture to do the anastomosis.